Event description:
It was reported that a power on reset (por) occurred. The accompanying error code was unknown. A trickle charge was performed on the day of the report, but the manufacturing representative was unable to finish due to cases. It was noted that the cause of the issue was due to the patient letting the battery die. The patient experienced a loss of therapy on the right side of the implant. The patient was confused about how to recharge and he thought the coupling bars at the bottom told him when it was full. The patient went through 3 pors the year prior to the report for the same issue. The patient was ¿battling some neuro issues.¿ the trickle charge was finished. The patient was doing well and was receiving therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).